Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 3345103. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As no sample was returned for evaluation, an absolute root cause cannot determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
The exact date of event is unknown but occurred "over the weekend" prior to the notification date. The date received by the manufacturer is used. (B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the provider activated the safety mechanism on the suspect device, the safety mechanism broke off and the provider pressed her thumb straight into the needle.